Event description:
The complainant reported an under-delivery. The intended amount was 1200ml at a rate of 250ml/hr over 4.8 hour time frame; however, the actual amount delivered was 625ml over 4 hours.

Manufacturer narrative:
(B) (4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.